Manufacturer narrative:
During the validation of a pending design change to provide the smartdrive mx2+ application for android wearables, engineering identified a missing code in the application related to anr (application not responding) where if the application crashes due to an anr, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+ drive unit. As a result, the motor continues to run, and the user may not be able to disengage the device using tap gestures. A CAPA investigation, 23-002, was opened to address this issue. As part of the investigation, it was determined the way to identify if an anr event occurred could be detected by the screen on the wearable. If it is reported the screen is blank/dark during or just after the event, or if the end-user recalls the need to restart the mx2+ application to restore operation, these actions will indicate a possible anr crash having occurred. The end-user stated when attempting to stop the sd device with the e3 watch via a tapping motion, claims the device continued to run, forcing them to maneuver into some shelving to stop. The end-user stated the app remained in focus throughout the event, only mentioning that the tapping did not stop the motor. The end-user stated they had not used the tic watch since the event, only having used it when in contact with permobil tech support. With the information provided, permobil is unable to reach a determination as to possible root cause of this reported event without speculation. The DHR was reviewed, and the device was found to have met specifications prior to distribution.

Event description:
Received report claiming the end-user was in a local retail store while under power of the smartdrive mx2+, when they attempted to disengage the drive motor via a tapping motion of the e3 tic watch, reports the device continued to run forcing the end-user to maneuver into some shelving in order to avoid running into bystanders. No injuries were reported to have occurred as a result of this event.